Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure the atrial lead would not fully advance into the port. Using silicon oil did not resolve the issue. The device was replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to insert the atrial lead into the header port was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.